Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The patient effect of pulmonary embolism is listed in the electronic proglide instructions for use as a potential adverse event of use of the device. Based on the case information, a conclusive cause for the reported patient effect of embolism and the relationship to the product, if any, cannot be determined. The surgical intervention was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article: "a retrospective study on the use of heparin for peripheral vascular intervention".

Event description:
This article retrospectively compared immediate outcomes for patients who receive and those who do not receive heparin during lower limb endovascular intervention. A proglide, used in 1 patient, resulted in the patient experiencing femoral embolus requiring embolectomy. The retrospective study concluded that heparin use and non-use of a closure or compression device was associated with an increased risk of access site bleeding. Specific patient information is documented as unknown. Details are listed in the article, titled "a retrospective study on the use of heparin for peripheral vascular intervention".